Event description:
The pt underwent implantation of a synchromed pump and catheter in 1997 for intrathecal infusion of morphine for non-malignant pain/failed back surgery syndrome. The hcp performed an x-ray rotor study and found the pump rotor had stopped. The pt underwent explantation of the device in 2000. The pump was returned to the MFR for analysis. The pt underwent implantation of a new synchromed pump on the same date.